Event description:
It was reported that during an arthroscopy procedure, the anchor broke during turning after insertion. There was no significant surgical delay or patient injuries reported. A back up device was available to complete the procedure.

Manufacturer narrative:
One 72203378 healicoil pk 4.5mm device used for treatment, was returned for evaluation. The complaint stated: ¿the anchor broke during turning after insertion.¿ the insertion shaft showed no damage. Suture was attached to the device and anchor. It appeared undisturbed. The damaged anchor was still attached to the inserter tip. There were signs of compression and stripped threads. The stripped sections were not returned. Per instructions for use: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ recommended prep instrument for normal bone condition is a 3.8mm tapered awl. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.